Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the pt has suffered injuries in an amount to be proven at trial. No further info has been provided.